Event description:
A hospital in (B)(6) reported to an fisher & paykel healthcare field representative that a leak occurred from the swivel y-piece of an rt235 infant dual heated evaqua breathing circuit after five days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected, performance tested and immersed in a water bath. Results: visual inspection of the circuit revealed that the seal between the swivel elbow and the swivel wye was damaged. The circuit was pressure tested and it was confirmed that the leak was outside of specification. The source of the leak was found to be the damaged sealing area of the swivel wye. A lot check revealed no other complaints of a similar nature for lot date 130629. Conclusion: the damage at the swivel wye was most likely caused by excessive force from the hospital staff as they were moving the patient and handling the circuit. The breathing circuit had been in use five days before the leak occurred. All infant breathing circuits are pressure tested for leaks, and visually inspected for defects such as cracks, tears and deformation prior to leaving the production line. Those that fail are rejected. All infant breathing circuits are shipped to the customer fully assembled with one end of the inspiratory limb and one end of the expiratory limb fully inserted into the swivel wye-piece, having a standard connection of 1 in 40 medical taper-fit. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."